Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The event history log (ehl) review was performed and revealed that the customer experienced multiple "downstream occlusion!" Alarms, however true and false alarms cannot be distinguished through the history log. The device was found to be within specification during testing. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not clear a downstream occlusion. There was no patient involvement. No additional information is available.